Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a pulse generator upgrade procedure, the right atrial lead had dislodged. The lead was explanted and replaced successfully. The patient was in stable condition post surgery.